Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported following the patient's scs system implant procedure, approximately two hours later the patient lost feeling in both legs. The patient was taken back to the or and it was found a hematoma had developed at the lead implant site. The physician drained the hematoma, removed the lead, cleaned it and re-implanted it. The patient reportedly regained feeling in his legs after the intervention. Follow-up identified the issue is resolved and the patient is doing well.